Event description:
When placing liner into acetabular cup, liner did not want to seat properly. After approximately 1/2 hour delay, a liner was properly seated. It was reported that the post surgery x-ray looked good.

Manufacturer narrative:
No obvious defect to returned acetabular inserts. At the time of the initial complaint report, it was noted that the apical plug was not able to be removed. It is possible that the plug went in crooked and did not fully seat causing interference with the seating of the inserts.